Event description:
Pt had an original injury to the right leg approx 20 + months ago. The pt sustained upper tibia and tibial plateau fractures, with tibial shaft extension. The pt underwent surgery for a proximal tibia plate and screw construct on (B)(6) 2010. Post-operative follow-up on (B)(6) 2012 showed that the upper tibia healed, however, the tibial shaft revealed non-union. Additionally, it is noted that the pt has had more than one fall and experienced pain and irritation. A broken plate and screw were identified and the pt was returned to surgery on (B)(6) 2012 for removal of all hardware and implantation with a tibial nail ex. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is still in progress. Subject product shaft completely broken at 4th combi-hole across the non-threaded portion. Numerous scratches, scrapes and dents observed on top, side and bottom surfaces. Pertinent dimensions that were able to be obtained from the subject product were acceptable. Damage prevented gauging in the area of the 4th combi-hole of the shaft. Device history record review found nothing that would cause or contribute to the reported incident. All product released met visual and dimensional specification requirements during mfg processing.